Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign black residue could not be identified. The hose was replaced to eliminate the foreign matter, and the foreign matter stopped occurring, but since there are no analysis results of the foreign matter itself, it is not possible to determine whether the foreign matter was caused by the hose. User handling information was not provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoscope reprocessor, the hose in the disinfectant tank was damaged and found in the cleaning tank. The issue occurred during the receipt inspection. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that after operating the washing machine, black foreign matter was found in the washing tank and mesh filter. This report is being submitted to capture the reportable malfunction found during evaluation.